Event description:
It was reported by the customer that on (B)(6) 2010, there was forward firing and/or fiber damage at the tip and fiber breakage at 88,309 joules. No pt injury was reported. An examination, conducted by an american medical system quality engineer, confirmed that the fiber had broken.

Manufacturer narrative:
A failure analysis report was generated by an american medical system quality engineer. The examination disclosed that the fiber broke, 2 1/2 inches just forward of the control knob, at 88,309 joules and the fiber was crushed and not burnt. Excessive bending caused this failure mechanism. The root cause of the device failure was determined to be due to excessive bending. No pt injury was reported. The product labeling (B)(4) warns that bending at sharp angles may cause fiber damage or breakage.